Event description:
It was reported that during a bankart repair, the physician was utilizing a speedstitch suturing device and needle cassette. When the speedstitch suture cartridge was inserted into the device the wings of the cartridge did not latch properly into the handle, consequently, the cartridge would be pushed out approx 2 mm. Once the needle was engaged the cartridge would be pushed out an add'l 2 mm. This happened with a total of three suture cartridges. The procedure was completed using add'l suture cartridges. The MFR was unable to confirm whether or not anything fell into the surgical sit, however, no pt complications were reported as a result of this event.

Manufacturer narrative:
Reference MFR's report(s): 3006524618-2012-00547, 00548, 00549, 00550.